Manufacturer narrative:
E1 - (B)(6). H11: the exact model of the device was unknown. A representative device was chosen. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that sparks appeared on the power adapter connection cable of the video system center. This occurred during preparation for a laparoscopic procedure. There was no report of patient/user harm.